Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with readings over 400 after a supply change, the ilet subsequently ran out of insulin, and a subcutaneous insulin pen dose was administered; during the call, supplies including an inset 23" infusion set were replaced, the removed site showed a straight cannula, insulin delivery was resumed, and blood glucose at the time was 221. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.